Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
It was reported that the insulin pump received motor error. The customer's blood glucose level was unknown. The customer also reported that they performed displacement test and fixed prime of 5 units and both were okay. The customer also reported that the motor cap was normal. The device will be returned for analysis.